Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported a pt had a left superficial femoral artery stenosis angioplasty procedure and angio-seal was selected for use and deployed. Following deployment, manual compression was applied for five mins to achieve hemostasis. The pt's left toe was noted to be cyanotic, but the pt was not reporting any symptoms. The pt had full motor function and sensation, but there was no pedal pulse from the left foot. An angiogram was performed, which revealed an occlusion of the left common femoral artery. The pt was given a heparin bolus of 3000 units. The pt underwent surgery the following day and the angio-seal was removed. Add'l info was not available at this time.